Event description:
It was reported that a physician requested technical services (ts) a review of this cardiac resynchronization therapy defibrillator (crt-d) after the patient reported experiencing multiple shocks. The patient, a firefighter, had been working at a forest fire and was noted to be dehydrated with elevated troponin levels. Upon review, ts determined that the device delivered anti-tachycardia pacing and shocks due to a rhythm that appeared atrial with possible rapid ventricular response (rvr). Ts discussed that therapy was delivered according to the rhythm ID parameters established at the time and provided programming recommendations. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.